Manufacturer narrative:
(B)(4). Results: arterial trauma/dissection/perforation, neurologic complication. Narrow vasculature. Conduit removal. Conclusions: narrow vasculature. Conduit removal.

Event description:
A valiant stent graft system was implanted emergently in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately two months ago. The patient had a narrow vasculature. It was reported that the stent grafts were successfully implanted via a conduit for access. During removal of the conduit and closure of the artery the physician believes an intimal flap was created. The patient lost flow to the left leg later that night. The following day the physician repaired the intimal flap are restored blood flow to the leg. The patient had short term neuropathy, but was then released home and is fine and walking.